Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from university of (B)(6). The title of this report is ¿preventing acute infection in total hip prostheses implanted after external fixation of the femur: is there a need for a staged procedure¿ which is associated with the stryker ¿intramedullary nailing¿ system. Within that publication, post-operative complication/ adverse event was reported, which occurred in november 1999 and published on 17 march 2008. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 1 complaint was initiated retrospectively for adverse event mentioned in the report. This product inquiry addresses pseudoarthrosis followed by revision surgery. The report states: ¿two weeks later, the external fixator was converted into an intramedullary nail and acetabular synthesis was attempted. Twelve months after the trauma, the nail was removed and a monolateral external fixator (orthofix) was applied due to the presence of pseudoarthrosis. The fracture healed in 5 months and the fixator was removed.¿

Manufacturer narrative:
Correction in section h6 (patient code)

Event description:
The manufacturer became aware of a study from university of turin, italy. The title of this report is ¿preventing acute infection in total hip prostheses implanted after external fixation of the femur: is there a need for a staged procedure¿ which is associated with the stryker ¿intramedullary nailing¿ system. Within that publication, post-operative complication/ adverse event was reported, which occurred in (B)(6) 1999 and published on 17 (B)(6) 2008. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 1 complaint was initiated retrospectively for adverse event mentioned in the report. This product inquiry addresses pseudoarthrosis followed by revision surgery. The report states: ¿two weeks later, the external fixator was converted into an intramedullary nail and acetabular synthesis was attempted. Twelve months after the trauma, the nail was removed and a monolateral external fixator (orthofix) was applied due to the presence of pseudoarthrosis. The fracture healed in 5 months and the fixator was removed.¿